Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the third inflation performed 10 atmospheres for 10 seconds, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed with aa different device. There were no patient complications as a result of this event.